Manufacturer narrative:
After further evaluation, the suspect medical device was updated. The medical device architect total b-hcg, list 07k78-25, lot 76055ui00 manufactured in (B)(4) is no longer a likely cause. The architect i1000sr analyzer, list 01l86-01, serial (B)(4) manufactured in (B)(4) (MDR number 1628664-2017-00519) is the only likely cause. All further information will be documented under that MDR. Other code not specified was selected since the suspect medical device was updated refer to MDR 1628664-2017-00519.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false positive initial architect b-hcg results. The first patient's sample generated an initial result of 778 miu/ml and repeat of the sample generated a negative result of <1.2 miu/ml. A second draw from the patient was also negative <1.2 miu/ml. A second patient's sample generated an initial result of 114 miu/ml and retest generated a negative result <1.0 miu/ml. No specific patient information was provided and no adverse impact to patient management was reported.